Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system, with an implantable cardioverter defibrillator (ICD) and non boston scientific right ventricular (rv) lead, exhibited a high out of range ventricular pacing impedance measurement, along with an increased frequency of high impedance readings. Technical services (ts) reviewed the data and confirmed that no noise was observed on the stored electrograms (egms). Additionally, no evidence of rapid sensing was identified on the rv channel, which would typically suggest a lead related issue. Ts noted lead fretting as a possible cause, which may result in intermittent impedance fluctuations; however, sensing and pacing are typically unaffected, consistent with current observations. Continued monitoring was recommended. No adverse patient effects were reported. This device remains in service.